Event description:
The vns therapy prevented grand mal seizures and shortened the patient's other seizures, but never stopped the patient's seizures completely. The patient reportedly experienced a 90% decrease in seizure activity with the vns therapy. The patient reportedly died due to an episode of status epilepticus during sleep. Autopsy reportedly revealed no evidence of myocardial infarction, pulmonary embolism or cardiovascular accident, but did reveal large amounts of edematous fluid in the brain and pulmonary edema in the lungs. Review of the manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event. The patient complained of extreme headaches approximately eight months prior to death and underwent generator replacement surgery six months prior to death.

Event description:
Product analysis summary: the pulse genertor met electrical test specificatins. There were no visual anomalies identified or observed. The pulse generator did not show any condition that would have contributed to the patient's death.

Event description:
The concomitant device was also returned to MFR for analysis. The electrode portion of the lead was not returned. No anomalies were noted during visual inspection and no discontinuities were identified via electrical testing. The condition of the portion of the lead that was returned was consistent with conditions that typically exist following an explant procedure.